Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip blew off while using the laser which resulted in a straight aiming beam at 33,725 joules. A device evaluation is pending.